Manufacturer narrative:
Concomitant products: pn 113032 versa-dial 42x18x46 hum head lot 391040, pn 118001 versa-dial/comp ti std taper lot 536350, pn 113951 pc hybrid glen post- poly lot 519280. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Root cause contributed to external factors. No risk assessment is required as the revision was due to the patient¿s anatomy. Root cause contributed to external factors. No risk assessment is required as the revision was due to the patient¿s anatomy. Review of complaint history found no additional related issues for this item. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported sales rep reported that the patient had an initial total shoulder arthroplasty on (B)(6) 2009, subsequently the patient was revised on (B)(6) 2015 due to a rotator cuff tear. The biomet stem remained implanted and a new humeral tray and bearing were implanted along with competitor reverse shoulder components to complete the procedure.